Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump had been off for approximately 1 week and when it was started back up, the pump would only beep and vibrate with no display. The reporter stated that when the battery was taken out and reinserted, the display would then come on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:during evaluation, the display screen was fully illuminated and legible. The complaint of a blank display was not duplicated during testing.